Event description:
Unable to interrogate device. Software upgraded by biotronik rep in 2004 after the incident. Pt returned 2004 for re-evaluation. Still unable to interrogate device with new software. Rep from biotronik present who contacted tech support. Rptr was being told that the device is "dead."